Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was at home using the home software tool created by the research site, and the tool inadvertently switched the patient to group d, which was not a valid stimulation group. Due to this switch to an invalid group, a "call your doctor" screen appeared on the patient programmer. The research coordinator switched the patient back to valid group a and everything was resolved. There was no patient impact for this issue because they were in a stimulation off period of the study. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.